Event description:
As reported, the indicator monitor of a 6f exoseal vascular closure device (vcd) did not activate after backflow stopped and the device was withdrawn. Manual compression was applied to achieve hemostasis, and the procedure was completed. There was no reported patient injury. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click, pulsatile flow was observed from the bleed-back indicator, and the exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician did not have their thumb on the plug deployment button during retraction, and no red color was observed in the indicator window. Upon removal, the indicator wire loop was deployed with no anomalies. The exoseal vcd was used in an endovascular therapy (evt) procedure with a retrograde approach. The patient¿s body mass index (bmi) was not greater than 40. The physician was certified in the use of the exoseal vcd. There were no visible signs of device or package damage prior to use. A 6f non-cordis short sheath introducer was used. The device was stored and prepared according to the instructions for use (IFU). Suitability of the femoral artery was verified by angiography, with appropriate insertion angle and vessel diameter confirmed to be =5mm. The puncture site showed no calcium or plaque, no vessel tortuosity, no nearby stent, no stenosis over 50%, and no prior closure within 30 days. There was also no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The device will not be returned for evaluation as it was discarded.

Manufacturer narrative:
Complaint conclusion: as reported, the indicator monitor of a 6f exoseal vascular closure device (vcd) did not activate after backflow stopped and the device was withdrawn. Manual compression was applied to achieve hemostasis, and the procedure was completed. There was no reported patient injury. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click, pulsatile flow was observed from the bleed-back indicator, and the exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician did not have their thumb on the plug deployment button during retraction, and no red color was observed in the indicator window. Upon removal, the indicator wire loop was deployed with no anomalies. The exoseal vcd was used in an endovascular therapy (evt) procedure with a retrograde approach. The patient¿s body mass index (bmi) was not greater than 40. The physician was certified in the use of the exoseal vcd. There were no visible signs of device or package damage prior to use. A 6f non-cordis short sheath introducer was used. The device was stored and prepared according to the instructions for use (IFU). Suitability of the femoral artery was verified by angiography, with appropriate insertion angle and vessel diameter confirmed to be =5mm. The puncture site showed no calcium or plaque, no vessel tortuosity, no nearby stent, no stenosis over 50%, and no prior closure within 30 days. There was also no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18417265 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint "indicator window no change to indicator" could not be evaluated. Procedural, anatomical, and/or handling factors may have contributed to the reported event. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. No preventative or corrective actions will be taken at this time. However, a risk assessment has been initiated to further investigate similar complaints reported.